Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The user facility biomed representative was able to resolve the 3100b issue by lowering the bias flow and reducing the cuff leak, therefore they were able to manage patients without maximizing the settings (lower map, higher frequency, lower flow, and lower amp). The issues of overheating have been resolved.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer reported that they saw the overheat light come on this unit while on a patient. They said that the settings were bias flow was 55-60 llpm, hz 3.0, it.33 and the power knob set to 9.0. When they saw the overheat light they quickly swapped it out. It didn't stop, they saw the overheat light and acted quickly. There was no indication of harm to the patient.